Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in recent months, this patient has experienced increased ventricular tachycardia (vt), treated appropriately with anti-tachycardia pacing (atp) and shocks. The physician elected to perform a right ventricular (rv) lead revision during a system upgrade procedure. During the procedure, it was observed that the shocking coil of this rv lead was touching the valve, inducing the vt. The physician successfully explanted this rv lead and a previously capped rv lead was also explanted. Both rv leads were discarded and will not be returned for analysis. A new system upgrade was successfully implanted to resolve the event and the patient was stable with no additional adverse consequences.